Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Concomitant products: 250cc mentor memorygel breast implant, catalog #350-2504bc, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female who underwent breast augmentation with a 250cc mentor memorygel breast implant and the left implant was found to be ruptured intraoperatively. The tear was noted while trying to insert the implant into the patient. The doctor checked the contralateral prosthesis which was intact. Then replacement with 225cc high profile silicone implants was performed.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 6/27/2019. Device evaluation summary: according to the information it was reported that during the procedure a rupture of the breast implant was noted. During evaluation of the sample a tear measuring approximately 5.7 cm was observed on the anterior aspect. Microscopic examination was not performed to avoid compromise the device integrity. Since the authorization for return and examination of medical device form was not signed and/or returned, the mentor product analysis lab was precluded from further evaluating the device. Although no conclusion could be reach on the reported event, it should be noted that mentor performs 100% inspection of all devices prior to release. Please note that it is possible to damage the implant during insertion. Ensure that excessive force is not applied to a very small area of the shell during insertion of the device through the incision. Instead, apply force over as large an area of the implant as possible when inserting it. Avoid pushing the device into place with one or two fingers in a localized area, as this may create an area of weakness on the shell. In addition, an incision should be of appropriate length to accommodate the style, size, and profile of the implant. This will reduce the potential for creating excessive stress to the implant during insertion, and will avoid the risk of damage to the implant. No further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. Manufacturer¿s reference number: (B)(4).